Manufacturer narrative:
Covidien reference number: (B)(4). Technical support troubleshot this issue with the customer over the phone and suggested to swap the liquid crystal display (lcd) and the backlight inverter board.

Event description:
It was reported that the ventilator had an erratic display. There was no patient attached to the ventilator.